Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.